Manufacturer narrative:
A cracked reservoir tube lip, cracked display window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the self test. The insulin pump was monitored and no faded display or missing segments were noted during testing.

Event description:
It is reported that a customer was admitted to a hospital for a heart attack. The hospitalization was non-diabetic related. The customer's current blood glucose level was at 264 at the time of the call. The customer called to complain about missing segments in the display screen of their insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.